Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 correction to the g3 of the initial medwatch. The aware date should be 06nov2024 additional information: d8, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the light emitting diode light failure was due to a failure of the front panel unit. However, a conclusive root cause was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflation unit exhibited the light-emitting diode (led) is missing digitals. There were no reports of patient involvement.